Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported burn could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown. The product IFU contains a warning statement ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿.

Event description:
During a cervical radiofrequency ablation procedure a patient burn occurred. The skin was not prepped and the grounding pad was placed on a hairy part of the lower back. No alarms were noted but after the burn was discovered the existing grounding pad was moved to a different area to finish the procedure. A burn cream was applied and the patient remained in stable condition.